Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: 1. Please confirm, how many devices "popped off while suturing unknown tissue"? 2. Please confirm, how many devices "popped off while removing from the pack"? Putting in tissue - 10-15 times. Removing from pack - 1-2 times.

Event description:
It was reported that a patient underwent a total knee arthroplasty (tka) procedure on (B)(6) 2025 and suture was used. During the procedure, it was reported to the rep that many of the needles in the multipack either popped off while removing from the pack or popped off while suturing unknown tissue. Another multipack of suture was used to continue with the procedure. Three sterile samples from the pack and five detached needles with no suture. No adverse patient consequences were reported. Additional information was requested.